Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer¿s insulin pump had bolus stopped alarm. Customer¿s blood glucose level was unknown. Customer was able to clear the alarm but got the message multiple times, more than 5 times. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-test. No unexpected bolus stopped, no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. (B)(4).